Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead impedance had increased and was high (exceeded 3000 ohms). Lead fracture was confirmed at in-office check. As the patient was 100% sensed in a and v, the physician decided to monitor the patient. Lead status was reported as abandoned. No patient complications have been reported as a result of this event.